Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was at 300 mg/dl at the highest and the bg level was addressed with a bolus via the pump. Reportedly, the customer changed the site to address the event and insulin delivery was resumed.